Event description:
This patient had an acl reconstruction using an allograft and 2 milagro interference screws. The patient did well at first, but noticed that in 2006, he began having swelling and locking in his surgical knee. A repeat MRI scan demonstrated that the tibial milagro screw had migrated upward and several fragments were loose in the knee joint. The pt subsequently required a 2nd surgical procedure to remove the loose fragments five months later. He then did well after 6 months of symptoms caused by the loosening and fragmentation of the milagro screw. I used the milagro bioabsorbable screw for 1 1/2 years during which time, I saw an extraordinary number of screw complications involving fragmentation and loosening of the screw. I did not have a single similar cause during the 15 years prior to using the milagro screw using a different bioabsorbable screw. I have not had a similar case since stopping use of the milagro screw while doing regular acl reconstructions for almost 20 years. This product is hazardous and should be removed from the market. I cannot believe I am the only surgeon experiencing these numerous complications involving the milagro screw. Dates of use: 2005 - 2006. Diagnosis or reason for use: acl reconstruction.